Event description:
Information was received indicating that a smiths medical tubing was leaking from the filter. This was reported to have been happening with multiple tubings from this lot. This issue occurred twice while infusing the patient. When this issue occurred, the infusion was stopped and the pump and tubing was changed to gravity infusion. There was no adverse events reported due to this event.

Manufacturer narrative:
H3: 20 cadd administration sets from p/n 21-7394-24 l/n 3951901 were received in used conditions inside a plastic bag with their original packaging. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Delamination was found at least one join of the filter with the tube in the samples received. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions. For twenty samples received, only four samples were tested due to the confirmation of reported failure mode; leak was observed fleeing from filter. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be duplicated. The issue was caused because filters wet out and can leak if surfactants (oily) substances flow through them lower surface tension fluid.